Event description:
Customer stated that on (B)(6) at 9:30 pm he attempted to test on his meter twice and received an e-1 after dosing. At 9:45pm, the customer said he guessed on the amount of insulin to take and states that he took 15-18 units of humalog based on what he ate and estimating what his blood glucose value might be. He also took his normal dose of januvia at that time. At 2:00am the patient was experiencing low blood symptoms of rambling, sweating, and felt clammy. The customer's wife treated him with orange juice and the customer went back to sleep. At 4:00am the patient woke up sweating and not feeling well, he tested his blood glucose and obtained a result of 68 mg/dl. The customer's wife treated him with orange juice and a sandwich. The patient was feeling better by 7:00am. The customer was storing the test strips outside of their original test strip vial; therefore the lot number could not be provided. The suspect product was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
Customer stated that on sunday, (B)(6) at 9:30 pm he attempted to test on his meter twice and received an e-1 after dosing. At 9:45pm, the customer said he guessed on the amount of insulin to take and states that he took 15-18 units of humalog based on what he ate and estimating what his blood glucose value might be. He also took his normal dose of januvia at that time. At 2:00am the patient was experiencing low blood symptoms of rambling, sweating, and felt clammy. The customer's wife treated him with orange juice and the customer went back to sleep. At 4:00am the patient woke up sweating and not feeling well, he tested his blood glucose and obtained a result of 68 mg/dl. The customer's wife treated him with orange juice and a sandwich. The patient was feeling better by 7:00am. The customer was storing the test strips outside of their original test strip vial; therefore the lot number could not be provided. The test strips were requested to be returned for product evaluation.